Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected an atrial rhythm with rapid ventricular response as fas ventricular tachycardia (fvt) and delivered therapy inappropriately. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 4968-35 lead, date of implant (B)(6) 2005; 4968-35 lead, date of implant (B)(6) 2005; ddmc3d1 ICD, date of implant (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.